Event description:
It was reported ongoing occlusion alarms occurred. The customers blood glucose level was around 520 mg/dl. To address the high blood glucose, the customer administered a manual dose injection. The customer attempted to resume insulin, however ultimately removed pump and reverted to manual dose injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.